Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), swelling ("pain swelling"), back pain ("back pain"), headache ("headaches"), alopecia ("loosing hair"), arthralgia ("joint pain"), fatigue ("fatigue"), malaise ("feeling sick") and chest pain ("chest pain"). Essure treatment was not changed. At the time of the report, the device dislocation, swelling, back pain, headache, alopecia, arthralgia, fatigue, malaise and chest pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, chest pain, device dislocation, fatigue, headache, malaise and swelling to be related to essure. The following information was received from social media swelling, back pain, headaches, loosing hair, joint pain, fatigue, feeling sick, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), swelling ("pain swelling "), back pain ("back pain"), headache ("headaches"), alopecia ("loosing hair"), arthralgia ("joint pain"), fatigue ("fatigue"), malaise ("feeling sick") and chest pain ("chest pain"). Essure treatment was not changed. At the time of the report, the device dislocation, swelling, back pain, headache, alopecia, arthralgia, fatigue, malaise and chest pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, chest pain, device dislocation, fatigue, headache, malaise and swelling to be related to essure. The following information was received from social media swelling, back pain, headaches, loosing hair, joint pain, fatigue, feeling sick, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: after internal review, the event ¿device dislocation" was kept as serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see coils') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.